Event description:
It was reported that a smiths medical cassette caused a smiths medical pump to alarm "no disposable". Patient not affected.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two samples were received or evaluation. Visual and functional testing were performed. Visual inspection found samples were received in its original packaging, closed and in unused conditions. During functional testing, the samples were tested to measure the height of the pump tube arch and determine if is under or out of specification. One of the pumps were out of specification for tube height. The samples were filled with 100 ml of water to look for unusual function. Both samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. No disposable alarm issue is not confirmed. No root cause was found for alarm issues; however, delivery accuracy issue detected in trend review. An escalation was performed to investigate this failure and determine the root cause for delivery issues. Escalation was initiated under a corrective and preventative action.